Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported a patient was treated for a subtrochanteric left femur fracture on (b)((6) 2011. The patient was allowed full weight bearing beginning (B)(6) 2012. Patient complained of pain in the left femur on (B)(6) 2012. On (B)(6) 2012 a screw was noted as broken and dislocated and patient was diagnosed with non union. The patient was returned to the or on (B)(6) 2012 for femoral head replacement. This report is #5 of 6 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This material meet or exceeded its applicable requirements. No relevant issues that would result in this complaint were found.